Event description:
An email was received regarding a 4 gang 4-way nanoclave® stopcock w/rotating luer, alleging 4-gang stopcocks cracked during patient use. The device failed at picu (pediatric intensive care unit) with the registered nurse at the bedside. The device was replaced. There was patient involvement and no harm. There was maintenance intravenous fluids (mivf) mivf running through the 4-gang and it was attached to a central line which poses a risk for infection.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.